Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was doing great, then her body decided to reject the device. The ins was coming through the skin. They removed the whole system and gave the patient¿s body time to rest, then they put in a new device. The issue began probably around 2014. No further complications were anticipated. It was noted that the patient's device was implanted at the brain stem to treat occipital neuralgia and chronic migraines.